Manufacturer narrative:
(B)(4) for the reported event of suture detached.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was implanted on (B)(6) 2013. During the implantation procedure, difficulty was experienced firing the suture of the first leg assembly through the sacrospinous ligament. Upon removal of the capio device from the patient, it was noted that a piece of the suture, with the needle at the end, had broken off into the capio cage. The physician tied a stand-alone capio suture to the leg assembly and completed the placement through the ligament. There were no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.